Event description:
One of the 5.0mm locking screws implanted along with a 4.5mm broad lcp plate on an unknown date, broke post-operatively and hardware was removed during revision surgery. Reportedly the patient went to non-union.